Manufacturer narrative:
This walker has when incoming to the tac lost the right front wheel. Bearings missing. Fork and wheels otherwise without remark. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).

Event description:
This walker has when incoming to the tac lost the right front wheel. Bearings missing. Fork and wheels otherwise without remark. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).